Event description:
It was reported to philips that the device charges but does not defibrillate. The field service engineer(fse) evaluated the device and confirmed charging issue. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. A quote for this part replacement was sent to customer. But months have gone by without customer acceptance for service. No further action at this time.

Event description:
It was reported to philips that the device charges but does not defibrillate. There was no patient involvement.